Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low pitched tinging when she woke up and the act buttons were not responding. Blood glucose value was 286 mg/dl. The insulin pump was not exposed to moisture or dropped. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump should be replaced.